Event description:
It was reported that episodes of non-sustained rv ventricular oversensing were observed. Patient was asymptomatic. Review of egm revealed intermittent ventricular oversensing. Noise was not reproducible with lead testing. Programming changes were made. Patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.